Manufacturer narrative:
Device evaluated by MFR: examination of the returned complaint device revealed blood in the lumen and balloon. The balloon was distended distally, extending beyond the distal balloon bond. The marker band spacing was within specification. The outer shaft was torn longitudinally proximal of the proximal weld. Magnified inspection revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a stenting treatment procedure, a balloon issue occurred. The target lesion was located in the moderately tortuous left anterior descending (lad) artery. A 3.0x24 promus element stent was implanted in the lesion without issue and the 3.5x8.0mm nc quantum apex balloon catheter was then advanced for post-dilation of the stent. During the first inflation, the balloon was inflated to "14 bar"; however, it appeared that balloon material on the shaft, proximal to the balloon itself, was expanding in addition to the actual balloon. The device was removed and the issue was duplicated outside of the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.

Event description:
It was reported that during a stenting treatment procedure, a balloon issue occurred. The target lesion was located in the moderately tortuous left anterior descending (lad) artery. A 3.0x24 promus element stent was implanted in the lesion without issue and the 3.5x8.0mm nc quantum apex balloon catheter was then advanced for post-dilation of the stent. During the first inflation, the balloon was inflated to "14 bar"; however, it appeared that balloon material on the shaft, proximal to the balloon itself, was expanding in addition to the actual balloon. The device was removed and the issue was duplicated outside of the patient. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status is stable.